Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 ¿ february 26, 2015. Evaluation summary: the device was received for evaluation. During visual inspection a black particle measuring approximately 0.07 mm in size was observed at the edge of the device¿s filter. The particle was too small to produce a viable result during fourier transform infrared spectroscopy testing. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was found on the filter of a small volume intermate. This was noted before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.